Manufacturer narrative:
The customer did not return the suspected product for evaluation. Since lot # 7dfef11b used by the customer during the event was expired, a different lot of contour next test strips was used for testing. An in-house testing was performed using the in-house contour next link meter with in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. Additionally, a device history record for the suspected contour next link meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
While gathering the product information, it was determined that the customer was using expired test strips. The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.

Event description:
An advocate reported that about a month prior to calling (B)(6), the customer (her father) obtained a blood glucose reading of 300 mg/dl on the contour next link meter. The customer became unresponsive, so advocate called the ambulance. When the ambulance arrived, the emergency medical team measured customer's blood glucose using their meter and obtained a reading of 20 mg/dl. The customer was taken to the hospital. Advocate had no information about the treatment provided in the hospital. Advocate indicated that the customer was in diabetic coma and was hospitalized for three weeks. The customer is currently in a nursing home. Replacement product was offered to the advocate, however, advocate declined the offer. The test strips are not expected to be returned for evaluation.